Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the ao expert symposium in (B)(6) a surgeon from (B)(6) presented a case of the proximal humerus treated with (philos) (proximal humeral internal locking system (3 holes in the shaft), distal locking screw (dls), 3.7mm in the proximal part and locking screws 3.5mm. Surgeon reported screw loosening of the dls in the proximal part. Remark from another surgeon: use of guiding block is very important. This report is on an unknown plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for a plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.